Manufacturer narrative:
(B)(6). H3 - device evaluation anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, after the cholangiogram, that the open-end ureteral catheter shredded during a laparoscopic cholecystectomy procedure. The device was placed through another manufacturer's green disposable cholangiogram forceps. Resistance was noted while advancing the catheter; however, the reporter indicated "that can often be due to stones or a valve in the common bile duct". Multiple parts of the catheter separated and came off in the patient, but the surgeon believes that all parts were retrieved. As such, "the procedure was completed laparoscopically, with the catheter as it was still intact at the time". As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.